Event description:
Caller reported a malfunction on the pump related to the speakers, identified as malf 16. There was no adverse impact to the customer¿s blood glucose level. Cts replaced the pump and initiated the shipment of a replacement, while advising the customer to use multiple daily injections (mdi) as a backup therapy, to follow storage instructions for the current pump, and to return it using a provided pre-paid label.